Event description:
During the device evaluation, the gastrointestinal videoscope was found to have foreign material clogging the forceps channel. The forceps could not be inserted, and a burn mark was observed on the plastic distal end cover. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material could not be determined. The forceps could not be inserted, most likely due to clogging caused by the foreign material. The burn observed on the plastic distal end was likely the result of a high-energy treatment device (such as laser or radiofrequency) being used without maintaining sufficient distance from the tip. However, the root cause of the malfunctions could not be definitively established. Event: a foreign object is observed clogging the forceps channel. This event is detectable and preventable by handling device in accordance with the following IFU. IFU document no.: rc7362 rev.: 02 section: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Event: due to clogging of ch-tube, forceps cannot be inserted. This event is detectable and preventable by handling device in accordance with the following IFU. IFU document no.: rc7362 rev.: 02 section: evis lucera elite gastrointestinal videoscope colonovideoscope gif/cf/pcf-290 series operation manual event: c-cover has a burn. This event is detectable and preventable by handling device in accordance with the following IFU. IFU document no.: rc7362 rev.: 02 section: evis lucera elite gastrointestinal videoscope colonovideoscope gif/cf/pcf-290 series operation manual should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.